Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor displayed a blue message of "no signal detected" when booing up and normal screen images could not been seen. The cpu and hard drive were replaced. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that that the system had problems booting up and the screens were blocked. The monitor would turn on in a black color with a blue message that stated "no video detected". There was no patient involvement.

Manufacturer narrative:
Additional information: the computer was returned to the manufacturer for analysis. Analysis found that when the computer was powered on it did not start up, fans were not functioning etc. Internal inspection showed that only the 5vsb led illuminated and other led were not on. Analysis found that the reported event was related to a computer issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.